Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B) (4) failure (event) observed during analysis. Analysis found that the insulation was abraded from the inside out at 55.0 cm from the connector pin.